Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was in and out of the clinic for other medical reasons and had been using manual injections since the pump issue. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.